Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem ("adjust belt" and "check therapy pad" messages) has been confirmed. As received, the electrode belt failed incoming functionality testing, specifically an ECG fall-off test. The cause for the test failure and the reported messages was isolated to a defective u703 op amp on the distribution node pca. The u703 op amp was producing improper output. The root cause for the defective u703 component could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt (B)(4) and reported that the patient was receiving frequent "adjust belt" and "check therapy pad" messages.